Event description:
It was reported that the table on the 2800 system would not move during a case. Also the system locked up and the emergency stop button did not shut down the system. The 2800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The tgi board was replaced and the foot extension was tightened during the service call. The system was tested and found to be working as intended, and put back into service.